Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2018-00030 thru 3003853072-2018-00031.

Event description:
It was reported that two final driver shafts broke during blocker installation and one transverse connector broke while being installed during surgery. The procedure was completed using an alternative blocker driver to tighten the blockers by hand along with an alternative transverse connector. The was a delay greater than 30 minutes associated with this event, but there were no reported patient impacts. This is report one of three for this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was found damaged in a manner consistent with final tightening of the mating screw. The cause is unable to be determined because the torque limiting handle which was used with the driver was not returned for evaluation. A review of the DHR did not identify any manufacturing issues which would have contributed with this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that two final driver shafts broke during blocker installation and one transverse connector broke while being installed during surgery. The procedure was completed using an alternative blocker driver to tighten the blockers by hand along with an alternative transverse connector. The was a delay greater than 30 minutes associated with this event, but there were no reported patient impacts. This is report one of three for this event.